Manufacturer narrative:
Qualified associated product were indicated. The manufacturer internal reference number is: (B)(4).

Event description:
Follow up data received from the surgeon's technician indicated that the patient was out of soft contact lens wear one week prior to preoperative measurements. A yag laser capsulotomy was performed in (B)(6) 2019.

Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after having an intraocular lens (iol) implanted, her near vision is not clear. She has to use readers. Her surgeon said her eyes are dry and she did undergo a lipiflow procedure. Additional information was requested. This report is for the right eye.